Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the keypad assembly, motor, battery tube and vibrator assembly. Unable to perform the displacement test, a21 error test, or verify unresponsive button/keypad due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage and a21 alarm. Customer's blood glucose was unknown mg/dl. The customer had jumped in a pool with his pump on. The customer stated that keyboard not working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.